Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: 2011. Revision pending due to femoral loosening.

Manufacturer narrative:
Pending device return and engineering evaluation.

Event description:
Index surgery: 2011. Revision pending due to femoral loosening.